Event description:
Left tibial base plate size 2 sizer had possible metal burrs that scratched the drill bit and left metal shavings in the left knee. Shavings removed per surgeon and irrigated with antibiotic solution.